Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer also stated that the insulin pump had an insulin flow blocked alarm. Troubleshooting was not performed and noticed that the event was resolved by changing complete set. The reservoir will not be returned for analysis.